Manufacturer narrative:
Additional information was received that there will be no further course of action.

Event description:
A report was received that the patient was experiencing pain. The patient has been admitted in the hospital. It was still unknown if there was medical intervention given. Database analysis revealed no anomalies.

Event description:
A report was received that the patient was experiencing pain. The patient has been admitted in the hospital. It was still unknown if there was medical intervention given. Database analysis revealed no anomalies.